Event description:
Reference number: (B)(4). Event occurred in australia. It was reported that the patient experienced occlusion in the tubing on (B)(6) 2024. The infusion set was in use for less than 72 hours. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.